Event description:
The filter has a tear or cut about 2mm long x 1mm wide, about 3 cm from outside edge of round filter. The tear/cut was discovered in operating room prior to case, and tray was not used. No delay in case, no patient incident involved. It did not appear that cut happened during tray assembly handling.